Event description:
It was reported to philips that the system was unable to boot up after a power outage. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned/non-emergency treatment. The patient was moved to another lab to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found a 10-amp fuse was blown in the chiller unit. To resolve the issue, the fse replaced the chiller unit. After the replacement of the chiller unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.